Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was suddenly unable to establish communication between the ipg and external devices (charging system and patient programmer). In addition, the patient received a communication error on his patient programmer. Add'l charging systems and patient programmers were tried without success. The patient has requested to have his scs system explanted.